Event description:
The customer requested assistance in uploading the insulin pump to carelink. While the customer was assisted his blood glucose dropped and paramedics were called. The blood glucose reading at time of the call was 86mg/dl. The customer stated that the settings in his insulin pump might be off. Troubleshooting was performed and found a difference in the bolus daily totals. Ran a displacement test and passed. Assisted customer viewing his reports and found that multiple boluses were delivered. Some of the boluses were manually delivered and others were delivered with the bolus wizard. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.